Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms which were reproduced while running a loaded set. Evaluation found an out of specification upstream sensor to be the cause of the symptom. The upstream sensor was calibrated to ensure proper occlusion detection. (B)(4)

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to detect an upstream occlusion. There was no patient involvement.